Event description:
Reportedly, the atrial pacing threshold test immediately stopped after it has been started. The patient underwent MRI scan and exposure therapy for his head within the last weeks.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the atrial pacing threshold test immediately stopped after it has been started. The patient underwent MRI scan and exposure therapy for his head within the last weeks.

Event description:
Reportedly, the atrial pacing threshold test immediately stopped after it has been started. The patient underwent MRI scan and exposure therapy for his head within the last weeks.